Event description:
Boston scientific received information that this pacemaker has switched to unipolar stimulation independently. It was noted that in one of the daily lead impedance measurements; one measured for more than 2500 ohms. The leads involved were non-bsc. The pacemaker was re programmed to bipolar with safety switch and the patient is scheduled for follow up in two months¿ time. No adverse patient effects were reported. This device remains in service. Additional information received that this pacemaker showed safety switch to unipolar configuration for rv lead (non-bsc leads). Impedance values for daily measurements in the past were all of normal values. The device was reprogrammed to rv bipolar configuration which was accepted. The device also showed under sensing as documented on the electrocardiogram. This patient will undergo lead revision at a later date.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.